Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI# - (B)(4). Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of visual inspection of the returned product identified an unknown piece of debris within the sealed sterile cavity. Device history record (DHR) was reviewed and no discrepancies were found. The root-cause of the reported event was determined to be the operator not following instructions during the manufacturing process. This issue is being farther investigated through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer

Event description:
It was reported that during incoming inspection at the warehouse, an inspection member found debris in the sterile package. There was no patient involvement.